Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens experienced an asymmetric vault approximately four months post lens implant. The lens was consequently explanted. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: device manufacture date. Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found the lens is in 4 pieces. The optic has been cut or torn into pieces. The haptic arms and one plate are missing. One piece of the returned optic has a portion of the plate attached. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.